Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per follow up from the customer, the patient has been discharged from medical care. A disposable complaint history search was performed for this lot and found no reports on similar issues on this lot. Root cause: based on the clinical information provided, a definitive root cause could not be conclusively determined. However, the most likely cause appears to be mechanical injury to the vein wall during needle insertion, resulting in extravasation of blood or anticoagulant solution into surrounding tissue. This led to acute swelling (edema) of the forearm and subsequently progressed to compartment syndrome requiring surgical intervention. Other possible contributing factors include but are not limited to: dislodgement of the needle from the vein due to inadequate fixation or donor movement. Donor anatomy or physiology: such as fragile, small, or superficially located veins, particularly in low-weight individuals. Inappropriate venous access site or incorrect angle of insertion. Defective/damaged needle

Event description:
The customer reported that at the beginning of a blood donation with a reveos bag the donor experienced severe pain at the time of the puncture and edema was observed throughout his entire forearm. The edema was not limited to one area; it was generalized from the crease to the wrist of his right forearm. The puncture needle was immediately removed, compression was applied, and he was transferred to the emergency room where he was seen by the emergency physician, who ordered an ultrasound, which reported: ""poorly defined echogenic image, difficult to measure, measuring approximately 30 mm dap x 24 mm td. The findings described could be related to hematoma vs. Muscle edema."" A consultation with the traumatologist on call was requested. Given the reported pain on palpation, the edema was +++/++++, and the ultrasound results were interpreted as compartment syndrome an anterior fasciotomy of the right forearm was performed. During the procedure, the presence of a clot approximately 2-3 cm in diameter near the puncture site and abundant edema was evident. There was no blood collection or injury to arterial vessel. Per customer, "the patient is currently on day 7 of hospitalization, undergoing partial dressing and closure of the injury with good progress, and daily physical therapy for arm rehabilitation." The patient has now been discharged from medical care. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.7, h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per follow up from the customer, the patient has been discharged from medical care. A disposable complaint history search was performed for this lot and found no reports on similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that at the beginning of a blood donation with a reveos bag the donor experienced severe pain at the time of the puncture and edema was observed throughout his entire forearm. The edema was not limited to one area; it was generalized from the crease to the wrist of his right forearm. The puncture needle was immediately removed, compression was applied, and he was transferred to the emergency room where he was seen by the emergency physician, who ordered an ultrasound, which reported: ""poorly defined echogenic image, difficult to measure, measuring approximately 30 mm dap x 24 mm td. The findings described could be related to hematoma vs. Muscle edema."" A consultation with the traumatologist on call was requested. Given the reported pain on palpation, the edema was +++/++++, and the ultrasound results were interpreted as compartment syndrome an anterior fasciotomy of the right forearm was performed. During the procedure, the presence of a clot approximately 2-3 cm in diameter near the puncture site and abundant edema was evident. There was no blood collection or injury to arterial vessel. Per customer, "the patient is currently on day 7 of hospitalization, undergoing partial dressing and closure of the injury with good progress, and daily physical therapy for arm rehabilitation." The patient has now been discharged from medical care. The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that at the beginning of a blood donation with a reveos bag, the donor experienced severe pain at the time of the puncture and edema was observed throughout his entire forearm. The edema was not limited to one area; it was generalized from the crease to the wrist of his right forearm. The puncture needle was immediately removed, compression was applied, and he was transferred to the emergency room where he was seen by the emergency physician, who ordered an ultrasound, which reported: ""poorly defined echogenic image, difficult to measure, measuring approximately 30 mm dap x 24 mm td. The findings described could be related to hematoma vs. Muscle edema."" A consultation with the traumatologist on call was requested. Given the reported pain on palpation, the edema was +++/++++, and the ultrasound results were interpreted as compartment syndrome, an anterior fasciotomy of the right forearm was performed. During the procedure, the presence of a clot approximately 2-3 cm in diameter near the puncture site and abundant edema was evident. There was no blood collection or injury to arterial vessel. Per customer, "the patient is currently on day 7 of hospitalization, undergoing partial dressing and closure of the injury with good progress, and daily physical therapy for arm rehabilitation." The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that at the beginning of a blood donation with a reveos bag the donor experienced severe pain at the time of the puncture and edema was observed throughout his entire forearm. The edema was not limited to one area; it was generalized from the crease to the wrist of his right forearm. The puncture needle was immediately removed, compression was applied, and he was transferred to the emergency room where he was seen by the emergency physician, who ordered an ultrasound, which reported: ""poorly defined echogenic image, difficult to measure, measuring approximately 30 mm dap x 24 mm td. The findings described could be related to hematoma vs. Muscle edema."" A consultation with the traumatologist on call was requested. Given the reported pain on palpation, the edema was +++/++++, and the ultrasound results were interpreted as compartment syndrome an anterior fasciotomy of the right forearm was performed. During the procedure, the presence of a clot approximately 2-3 cm in diameter near the puncture site and abundant edema was evident. There was no blood collection or injury to arterial vessel. Per customer, "the patient is currently on day 7 of hospitalization, undergoing partial dressing and closure of the injury with good progress, and daily physical therapy for arm rehabilitation." The collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.